Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, during central venous catheterization of the patient, it was found that the guidewire was kinked and unusable. A new central venous catheter was immediately replaced and reinserted." Upon confirmation with the customer, no patient harm was reported. The patient's condition was reported as "fine", and no medical intervention was required.